Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was removing a taxus express2 4.0x24mm drug eluting stent from a 6f mach 1 jr-4 guide catheter and observed that the proximal edge of the stent was "overlapped". The procedure was completed with a different device. No pt complications occurred and the pt tolerated the procedure well.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.